Manufacturer narrative:
(B)(4). Additional information/correction: it was reported that the care giver (cg) found big gaps of air in the heater line during the set up (instead of ¿during fill¿ as previously reported). The cg stated that they never connected the patient or initiated therapy when the air was noted in the lines (instead of the previously reported ¿patient was connected at the time of the air¿). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the heater line and drain tubing during fill of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.